Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on december 30, 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was given insulin injections and intravenous dextrose to treat. The customer experienced symptoms such as seizures and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer's doctor requested pump replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the dat test at 0.08715 inches. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with scratched case and minor scratched lcd window.